Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a defective latch lock flex sensor. This fault prevents the pump from verifying proper cassette engagement, which can cause the infusion to stop or fail to start. As a result, missed doses, underdeliver of medication, and therapy interruption may occur. This is an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The latch lock sensor was replaced and the device passed all testing.

Event description:
It was reported that the unit did not detect the key. The event occurred during testing. Additionally, the investigation identified a defective latch lock flex sensor. This fault prevents the pump from verifying proper cassette engagement, which can cause the infusion to stop or fail to start. As a result, missed doses, underdeliver of medication, and therapy interruption may occur. This is an issue that could result in a hazardous situation, therefore making this investigation reportable.